Event description:
The manufacturer received information alleging the system setup test had failed on a trilogy ev300 device. There was no patient on the device at the time of this issue. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information alleging the system setup test had failed on a trilogy ev300 device. There was no patient on the device at the time of this issue. There was no harm or injury reported. The trilogy ev300 device was evaluated by a manufacturer's service technician. During the evaluation it was noted that the active exhalation control module (aecm or proportional) valve and three-way (3-way) solenoid valve had caused the system setup test to fail on the device. In conclusion, the device's proportional valve and 3-way solenoid valve were replaced to address the issue. The root cause is confirmed at this time. Additionally, during the service of the device, the system printed circuit assembly (pca) board was replaced for physical damage unrelated to the reportable issue. The fio2 tubing, system pca tubing, blower chassis tubing, and low flow o2 tubing were replaced for contamination unrelated to the reportable issue. The device passed all final testing.